Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported false downstream occlusion alarms, caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had false downstream occlusion alarms. The pump was found in the medical/surgical unit. It was also reported that there was no patient involvement.